Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Carto 3 system: model #: m-4800-01/ m-5830-01, serial #: (B)(4). Stockert rf generator: model #: 39d-76x, serial #: (B)(4). (B)(4).

Event description:
During the procedure it was reported that after creating a map of the right atrium ablation was ready to begin. There was a great amount of interference on the pacing channel. Pacing from the cs catheter did not have issue. Procedure moved into ablation phase and the system seemed to be functioning properly. However, when pacing from the cs and then go on ablation, it induced atrial fibrillation when the patient has no prior history of atrial fibrillation. The patient had to be cardioverted in order to return to sinus. Cs catheter was connected directly into the recording system and was able to pace and ablate with no difficulties. Pacing interference issue was resolved. Pacing interference also occurred when pacing with other catheter that was plugged into carto.